Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, following the implantation of the sling on (B)(6) 2018, the patient developed a dysuria with chronic retention. Sub vesical obstruction was observed. The sling has been partially cut.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A portion of an altis mesh was returned for evaluation. The edges of the mesh appeared rough and irregular, indicating sufficient stress(s) was exerted to separate the site. The static anchor and suture, the dynamic anchor and suture and the remaining portions of the mesh were not returned for evaluation. Examination of the returned components revealed no abnormalities that would have contributed to the reported event. However, because quality's examination of the returned components may not conclusively confirm or disprove the report of erosion, quality accepts the physician's observations of such as the reason for surgical intervention. Quality further concludes that the tears observed in the returned portions of mesh occurred during the explant procedure. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 5634653. Review of nonconforming reports revealed no nonconformance's related to this event for this lot. No capas are associated with this lot.